Event description:
Based on a review of medical records provided by the pt's attorney. On (B)(6) 2005, eight small "swiss cheese" hernia defects found along midline and connected to form two hernias, which were repaired with a composix kugel, a kugel patch and a flat mesh. On (B)(6) 2005, the pt underwent add'l medical intervention for post operative wound infection and was treated with IV antibiotics and wound care. Nutritional status and underlying leukemia noted to be contributing to lack of wound healing. (B)(6) 2006, excision of subcutaneous nodule of the right abdominal wall, excision of the subcutaneous nodule of the left paramedian abdominal wall.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel, which was filed with the FDA when davol was originally made aware of the complaint. However, medical records were later received that identified add'l meshes. Currently, it is unk whether the device may have caused or contributed to the alleged event. The record provided indicate the pt has a complex medical history. The pt's leukemia and poor nutritional status is noted to have contributed to the lack of wound healing observed on (B)(6) 2005. There is no indication of a device failure with any of the three meshes implanted on (B)(6) 2005. While there is no evidence that the implanted mesh was related to the reported wound infection, the IFU states: "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the prosthesis. No lot number has been provided. Therefore, no mfg review could be completed. Additionally, the mesh remains implanted. We have contacted the initial reporter to obtain add'l info. However, with the info provided, no conclusion can be drawn. Refer to MDR 1213643-2007-00877 for the composix kugel implanted on (B)(6) 2005 and 1213643-2011-00552 for the kugel patch implanted on (B)(6) 2005.